Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 1a endoleak and secondary endovascular procedure event is unconfirmed. The sac growth event is confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined with the medical records / images available for review. Procedure related harms for this event could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post-op, the patient presented for a routine follow-up. A type ia endoleak with aneurysm growth (unknown diameter) was observed. The patient will continue to be monitored.